Event description:
According to the available information, the static anchor suture appears to have broken off as it was loaded on the trocar. The altis was not used at all "[no patient contact]" and they opened a second altis to use, everything went fine with second altis.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. Nc-016849 was identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.the device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.